Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 28 days after three dental implants were installed in intraoral regions #19, #21 and #28; their non-osseointegration were observed. The 40 ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type ii.